Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the "cable connected to the defibrillator test does not allow charging to check it." There was reportedly no patient involvement; the customer reported that the device was not in clinical use.

Event description:
The customer reported that the "cable connected to the defibrillator test does not allow charging to check it." There was reportedly no patient involvement; the customer reported that the device was not in clinical use. The paddles were also reported to be broken. This was submitted under report # 1218950-2018-07822 / 8518958.